Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
It was reported to vyaire medical that the touchscreen on one of our vela ventilator has quit working. There is no patient involvement on the associated event.

Manufacturer narrative:
The suspected device has not been returned for evaluation. Therefore no root cause can be determined.